Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 47mm abdominal aortic aneurysm. One month post index procedure, the patient presented emergently with discomfort in right lower limb.  A contrast study performed on admission revealed a blockage in the blood vessel on the right side. Thrombectomy was performed, and non-mdt iliac branches, along with small stents were implanted to restore blood flow on the right side. One day post intervention, the blood flow on the right was blocked again, leading to a patient transfer to another hospital where another non-mdt stent was implanted restoring the blood flow on the right side. Severe ischemia symptoms appeared in the lower limb and function could not be restored resulting in an amputation of the right lower limb being performed. The limb implanted on the right side was etlw1610c93ee sn (B)(6)  per the physician the cause of the occlusion was not specified. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c93ee, serial/lot #: (B)(6), ubd: 12-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported right stent graft limb occlusion was confirmed on the CT's provided; however the cause of the occlusion could not be determined. Lack of full post implant CT's showing the reported occlusion and stent graft in vivo configuration were not received for a thorough analysis of the event. Possible contributors to vessel thrombus/occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. The patient had a notable amount of thrombus observed on the pre-operative imaging provided, which also may have been a contributary factor to the occlusion. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.